Event description:
Pt was hospitalized for "dizziness and jerky movements" pt has epilepsy. No blood sugar abnormalities were associated with this event. Pt suspects the event is pump related due to recall letter recently received. The pump passed all technical inspections.